Event description:
It was reported that during un-packaging of the 3.5 x 28 mm vision stent delivery system (sds), the protective sheath was removed from the sds, but the stent dislodged and remained on the distal end of the sds catheter. There was no resistance noted during removal of the protective sheath. A new vision sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported stent dislodgement was not confirmed, but it had moved from its original crimped position and was likely a due to accidental handling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.